Event description:
During an in-clinic follow-up, failure to capture was observed on the right ventricular (rv) lead. Micro-dislodgement was suspected to be the cause of the event. No intervention has been performed. The patient is stable with no consequences and will continue to be monitored.